Event description:
Olympus medical systems corp (omsc) was informed that during ercp the doctor attempted to crush the calculus in the bile duct with lithotriptor but the connection part with pipe and wire broke and it was stuck in the pt. The facility owned bml-110a-1 but the doctor feared another accident by using it and he chose surgery to retrieve the basket wire and calculus from the pt. Omsc was informed that the pt was in the hospital and he was recovering.

Manufacturer narrative:
Only the sheath and the pipe were returned to omsc for investigation because the basket wire was discarded by the facility after the procedure. The investigation confirmed that the pipe was broken at the junction with the wire. There were no abnormalities found upon investigation of the condition of the connection part and outer diameter. Also as the result of checking the manufacturing record of the same lot, nothing abnormal detected. Omsc was informed that the doctor had explained possibility of switching to surgery to the pt before procedure since the calculus was too hard. Therefore, omsc considers that the calculus was too hard to crush and it caused the breakage of the lithotriptor. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.